Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of medical records information, it appears that on (B)(6) 2011, this pt presented at the emergency room with tachycardia. The pt experienced tachycardia that morning at the beginning of her dialysis which persisted. The pt was able to complete treatment. Medical records reveal that the pt was non-compliant with medication regimen - especially her phosphate binder, her diet and her dialysis treatments. Medical records also reveal that the pt had chronic tachycardia and hypertension. There is no documentation in the medical record that shows any casual relationship between the patient's dialysis treatment and products during the treatment to the patient's hospitalization for tachycardia. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2011, this pt presented at the emergency room with tachycardia. The pt experienced tachycardia that morning at the beginning of her dialysis which persisted. The pt was able to complete treatment. Patient's temperature was 100.1 with a pulse rate of 134. The pt had mild to moderate facial and arm edema. The etiology of the patient's leukocytosis was not known.